Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested at 30mmh2o, passed. The valve was dismantled and was examined under microscope at appropriate magnification: a crack in the valve casing was noted, as well as biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were also controlled. The magnets failed. The polarity of the magnets was tested, the magnets were all on + failed. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 27th november 2002. The root cause for the crack in the valve casing is probably due to the valve receiving some form of impact. The root cause of the problem reported by the customer was due to abnormal polarization of chpv magnets, this abnormal polarization was probably caused by magnetic fields, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After regular MRI, valve could not be set back to correct setting (always 30mm).